Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer has been receiving results of "hi" (greater than 600 mg/dl) on their blood glucose meter. The consumer states he was using several different lot number of test strips and one meter. The consumer reported experiencing recent hypoglycemic events, one requiring medical intervention. The meter and the test strips in questions will be returned for evaluation.